Event description:
It was reported, the ultrasonic probe exhibited the outer tube was elongated. The event occurred at reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.